Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks. Upon interrogation, noise was observed. Lead fracture was observed via x-ray. The lead was explanted. There were no acute complications. The patient tolerated the procedure well.